Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in a motor vehicle accident (mva) on an unknown date, and then the patient could not get their device to work; the stimulation was interrupted. The rep attempted to contact the patient, but hadn't heard from them yet. The rep was not aware of any diagnostics/troubleshooting/interventions that had been done since they hadn't gotten in contact with the patient yet. The rep plans on interrogating the device and obtaining x-rays of the system. The issue has not yet been resolved. Additional information received from the patient indicated that their motor vehicle accident occurred on (B)(6) 2020. They stated that after the accident, they had issues with charging not functioning properly. They stated that their device was checked, and they were told that the ins was implanted too deep and could not read or get a good connection. The issue has not been resolved at this time. No further complications were reported or anticipated.